Event description:
A non health care professional reported that after implantation of intraocular lens, the patient had blurry vision, dizziness. The lens was explanted in a secondary procedure and replaced with an another lens of same model but different diopter. The clinical reason for explant was refractive surprise and lens off axis. Additional information was received stating that there was a refractive surprise after the initial implant. The patient had a large cataract which made the measurements difficult/not accurate.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).